Event description:
The customer reported to olympus, the high-definition lcd monitor experienced a power glitch and that it was not displaying image after the power was restored. The issue was found during an unspecified diagnostic procedure. There were no reports of delays. There was no patient harm reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus technical support representative advised the customer to power off the tower equipment and the wireless image receiver, to press the "select" button on the receiver, and to toggle the "ch2." The customer indicated that the image was restored after the recommended steps were completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.